Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they feel their implantable pulse generator (ipg) is moving/shifting in their chest and it feels warm. Ipg remains in use. No further patient complications have been reported as a result of this event.